Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for an evaluation, the reported issue could not be confirmed, and the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿using endo therapy accessories: if insertion or withdrawal of endo therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo therapy accessories with excessive force may damage the instrument channel or endo therapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endo therapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endo therapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ this supplemental report includes information added to d8, d9 and h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unknown procedure using this evis exera iii duodenovideoscope and single use mechanical lithotriptor v, the lithotriptor ruptured at the proximal end, so that the instrument had to be surgically removed. The basket was cut open by the user during recovery. There were no reports of further patient or user harm/injury in this event. Case with patient identifier (B)(6) reports the single use mechanical lithotriptor v used in the procedure. Case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
B5: updated to reflect the additional information received.

Event description:
Olympus further received information that the intended procedure was a therapeutic endoscopic retrograde cholangiopancreatography with lithotripsy. The device was stuck in the patient's body and was retrieved by a minimally invasive surgery during the same procedure. The procedure was successfully completed. There was no clinically relevant prolongation of the procedure due to the problem. There were no procedural or anatomical challenges that could have contributed to the device breaking. The patient was discharged promptly with no further complications. All devices were checked before use, without any abnormalities observed.